Event description:
It was reported after using bd focalpoint¿ slide profiler refurbished there was one false negative result. Initially, no abnormal cells were located in the field of vision, but after qc review, atypical cells were found outside the field of vision. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.